Event description:
Revision surgery: the pt had an original hemispherical hip that was converted to a total hip. The surgeon replaced our head and used all other components from a different vendor.

Manufacturer narrative:
The reason for this revision surgery was to remedy unknown symptoms after an unknown duration in-vivo. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed due to the part and lot numbers not being reported. The root cause of the revision surgery was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.